Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer's father advised the patient played sports and treated with a bolus delivery. Customer's father advised the bolus delivery did not go well and the patient remained high.